Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced a blood glucose level of 240. The customer change their site and continue with pump therapy to address bg level. Due to the occlusion occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed.